Event description:
It was reported that the device kept alarming "air in line" on all the different sets. It was a new pump failure. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was not duplicated. The pump during testing did not alarm "air in line" but the air detector was unable to detect the cassette. The most likely / suspected cause of the customer reported problem was the inoperable air detector. The pump was in used condition, no physical damage was found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative noted a replacement of the air detector would resolve the issue.